Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that when the device was set on 12 thickness (not taking skin properly), it was wrong and the device needed to be calibrated. The device was also making a funny noise when taking the skin. The customer returned an air dermatome device, serial number 112106, for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on november 22, 2017 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on november 22, 2017 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection the service technician was unable to duplicate the reported event. The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that when set on 12 thickness it was not taking skin properly. The device was also making funny noise when taking the skin. No adverse events were reported as a result of this malfunction.